Manufacturer narrative:
(B)(6).

Event description:
It was reported that the console screen did not display during a procedure. A rotapro console was selected for use in an atherectomy procedure. During the procedure, the console screen would not display. The procedure was completed with a rotalink plus. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Device eval by MFR: the rotapro console serial number (B)(6) was returned. The console was returned in over all good physical condition. Console failed to power up during incoming functional testing. Found a failed power inlet. Replaced the power inlet. That resolved the issue. The rotapro passed calibration and full functional final testing. The reported no display or display failure complaint was confirmed.

Event description:
It was reported that the console screen did not display during a procedure. A rotapro console was selected for use in an atherectomy procedure. During the procedure, the console screen would not display. The procedure was completed with a rotalink plus. No patient complications were reported.